Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, e1, e2, e3, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision to address flexion contracture and stiffness approximately twenty-two (22) months following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - orthopaedic salvage system compress short anchor plug 10mm catalog #: 178552 lot #: 148690, orthopedic salvage system compress nut catalog #: 178512 lot #: 269230, orthopaedic salvage system compress transverse pin 6pk 24mm catalog #: 178525 lot #: 173280, orthopaedic salvage system compress short anchor plug 10mm catalog #: 178552 lot #: 148700, orthopaedic salvage system compress xs short spindle with pins 400lbf catalog #: 178362 lot #: 204810, orthopaedic salvage system compress transverse pin 6pk 24mm catalog #: 178525 lot #: 197590, orthopaedic salvage system compress nut catalog #: 178512 lot #: 269230, orthopaedic salvage system compress 5cm taper adaptor with screw catalog #: 178711 lot #: 080030, orthopaedic salvage system rs 9cm proximal modular tibia catalog #: cp113461 lot #: 357890, orthopedic salvage system rs distal femur right 15cm catalog #: cp114842 lot #: 459150, orthopaedic salvage system reinforced yoke catalog #: 150493 lot #: 896980, orthopaedic salvage system rs axle catalog #: 161035 lot #: 514100, orthopaedic salvage system poly tibial bushing catalog #: 150476 lot #: 65718067, orthopaedic salvage system poly locking pin catalog #: 150478 lot #: 432220 e1 - the surgeon's name is dr. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is being considered for a right knee arthroplasty revision due to unknown reasons. Attempts have been made, however, no additional information is available.